Event description:
After an implantation time of about 42 months, this device was explanted due to premature battery depletion. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection, which confirmed that the pacemaker was not interrogatable. The pacemaker was shipped to the MFR of the electronic module and was subsequently analyzed destructively. The measurement of the battery confirmed a premature battery depletion. The analysis of the electronic module revealed a damaged integrated circuit, which contributed to the premature battery depletion. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker found to be fully functional. In summary, the analysis identified a damaged integrated circuit which contributed to the premature battery depletion.